Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: PMA/510(k): k130520. Visual inspection of the actual sample: it was confirmed that the yellow stopcock had come off from the sampling system. The other stopcocks (red and blue) were found not to have come off. Magnifying inspection of the actual sample: no damage or other anomalies were found in the yellow stopcock. No damage or other anomalies were found in the sampling system. No damage or other anomalies were found in the fastener pin to secure the stopcock. The actual yellow stopcock was attached to the sampling system and examined under x-ray fluoroscopy. It was confirmed that the yellow stopcock and the fastener pin were in the normal engaged state. The manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar report was found. Based on the results of the investigation, it was inferred that the cause of this incident was the application of tensile force to the yellow stopcock of the sampling system, causing it to come loose from its engagement with the fastener pin. However, it was not possible to clarify when such tensile force was applied based on the condition of the actual sample. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g., cracked) or any of the port caps are off." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the yellow stopcock on the sampling system was found loose, protruding from its place when the oxygenator was taken from the box and unpacked for use. When they pulled up the stopcock to examine it, it easily came off. Since the other stopcocks were confirmed to not detach easily, they judged that a problem would occur if they used the sampling system in question as it was and replaced it with another sampling system. There was no problem during the exchange, as the issue could be detected during setup before priming. There was no clinical issue as well. The procedure outcome was not reported. The patient was not harmed.